Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a csf leak during the trial implant procedure. Reportedly the patient experienced an headache. In turn, a blood patch was performed and the patient was advised to rest and drink plenty of fluids. As a result the trial lead was explanted. Post operatively the issue was resolved.